Event description:
It was reported that the patient's doctor had an x-ray had been taken of a patient's device and a lead break was visualized. No new further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
D4 lot number and h4 manufacture date, corrected data, the initial MDR inadvertently omitted the lot number and manufacturing date.